Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's user interface holder was broken. Identification of issue has been done by analyzing problem description, photo and service report. The issue has been resolved by replacing broken part. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress while in use. The issue was decided to be reported as broken panel holder may lead to stop of ventilation (extubation) or injury. There was no patient harm. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain.